Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a small radial tear superiorly during laser assisted cataract surgery. During capsulotomy there was no bubble released superiorly into the anterior chamber. After corneal incisions were opened and viscoelastic was introduced, the doctor noted capsulotomy was incomplete superiorly. The doctor completed manual capsulorhexis and upon inspection noticed a small radial tear but was able to implant the intended intraocular lens. The doctor plans on re-evaluating and performing a yag laser treatment to clean up the capsule edges.